Event description:
It was reported that during a follow up in (B)(6) 2020 the estimated longevity for this device showed 8.5 years. It was noted that in (B)(6) 2018 the battery estimate was 14 years, while in 2016 the longevity was 15 years remaining. Premature battery depletion was alleged, and a review of the device data was requested. No adverse patient effects were reported, although the patient experienced anxiety due to the decrease in battery longevity and risk of a premature surgical intervention to replace the device. A review of the device data by engineering noted that the device was high rate atrial sensing which can cause an increase in power consumption. Technical services (ts) discussed methods to reduce the patients atrial fibrillation or consider programming the device to a non atrial based bradycardia mode and turn off the atrial sensing lead. Additional information noted that due to the atrial fibrillation not being chronic the device is not able to be reprogrammed to disable atrial sensing. The device remains implanted. No adverse patient effects were reported.